Event description:
The hcp reports that the pt was not receiving their drug and the catheter was replaced due to an occlusion. No other patient symptoms were reported and the drug contained in the pump was fentanyl. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.